Event description:
The simpulse suction irrigator was on the sterile field when the battery leaked green sludge material from the battery chamber. The green sludge leaked into the pt's wound during the total hip replacement. The defective device was removed from the field and the wound was irrigated with six liters of sodium chloride. The pt did not have any adverse outcomes from this.